Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/malposition of essure device/migration of essure device/ rotruding out of uterus"), perforation ("perforation of organs"), genital haemorrhage ("abnormal bleeding (general)") and post procedural haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp, ovarian cyst, umbilical hernia and adhesion. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as duloxetine hydrochloride (cymbalta) since 2014, norethisterone acetate (aygestin) since 2015, oral contraceptive nos and topiramate (topamax). In april 2009, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), mental status changes ("mental changes"), dysmenorrhoea ("painful periods/ dysmenorrhoea (cramping)"), pelvic pain ("pain in pelvic area/pain/excruciating pain in pelvic area"), abscess ("abscesses"), menstruation irregular ("irregular periods"), anaemia ("anemia"), dizziness ("dizziness"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure implant on 04-feb-2016/hysteroscopy) and surgery (d & c and polypectomy). Essure was removed on 4-feb-2016. At the time of the report, the device dislocation, perforation, mental status changes, dysmenorrhoea, abscess, menstruation irregular, anaemia, dizziness, fatigue, gastrointestinal disorder, hormone level abnormal and diarrhoea outcome was unknown and the genital haemorrhage, post procedural haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abscess, anaemia, device dislocation, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, mental status changes, pelvic pain, perforation, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results: essure confirmation test(s) conducted- total bilateral occlusion (B)(6) 2016 - hesteroscopy, laparoscopy: the hysteroscope was introduced and the following were noted: there were multiple endometrial polyps which were all removed with the help of polyp forceps and suction curettage. Re-hysteroscopy was done and the opening of the left tube was seen to be distended but could not see the essure in it. On the left side, essure was not seen and the orifice was extremely small which will be explained later on because the patient had the right ovary and tube removed. The left ovary was stuck to the posterior wall of the uterus. Majority of the essure was seen in the tube and the tube was kinked on itself but the essure was not protruding. The large bowel was attached in this area but it was very easy to lyse it. Looking at the right side, the essure was completely protruding out of the uterus. The reason is because the patient's right ovary and tube were removed and they put the essure where the tube was removed and it went through. Attached to that area was the ileum of the small bowel and it was kind of kinked so I think this could be a setting for a bowel obstruction. The bowel was irrigated multiple times and there was no evidence of any damage to the bowel. The patient tolerated the procedure well and was transferred to the recovery room in excellent condition. An ultrasound was suggestive of an endometrial polyp versus a fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, device dislocation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter added. Concomitant drug and concomitant condition added. New event diarrhea was added. Lab data added. Outcome of pain and genital bleeding updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/malposition of essure device/migration of essure device"), perforation ("perforation of organs"), genital haemorrhage ("abnormal bleeding (general)") and post procedural haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), mental status changes ("mental changes"), dysmenorrhoea ("painful periods"), pelvic pain ("pain in pelvic area/pain/excruciating pain in pelvic area"), abscess ("abscesses"), menstruation irregular ("irregular periods"), anaemia ("anemia"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure implant on (B)(6)2016/hysteroscopy) and surgery (d & c and polypectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, perforation, mental status changes, dysmenorrhoea, abscess, menstruation irregular, anaemia, dizziness, fatigue, gastrointestinal disorder and hormone level abnormal outcome was unknown and the genital haemorrhage, post procedural haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abscess, anaemia, device dislocation, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, mental status changes, pelvic pain, perforation, post procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: essure confirmation test(s) conducted- total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received : new reporter was added,patient demographic details added,lab data added,product indication added, event was clubbed- migration of implant/malposition of essure device/migration of essure device, pain in pelvic area/pain/excruciating pain in pelvic area. Event was added- genital bleeding, vaginal bleeding, menorrhagia, fatigue, gastrointestinal disorder, hormone level abnormal,polypectomy. Event outcome was added- pelvic pain, post procedural bleeding, genital bleeding, vaginal bleeding and menorrhagia was recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/malposition of essure device/migration of essure device/p rotruding out of uterus'), perforation ('perforation of organs'), genital haemorrhage ('abnormal bleeding (general)') and post procedural haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp, ovarian cyst, umbilical hernia and adhesion. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as duloxetine hydrochloride (cymbalta) since 2014, norethisterone acetate (aygestin) since 2015, oral contraceptive nos and topiramate (topamax). In (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), mental status changes ("mental changes"), dysmenorrhoea ("painful periods/ dysmenorrhoea (cramping)"), pelvic pain ("pain in pelvic area/pain/excruciating pain in pelvic area"), abscess ("abscesses"), menstruation irregular ("irregular periods"), anaemia ("anemia"), dizziness ("dizziness") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d & c and polypectomy and surgery to remove essure implant on (B)(6) 2016/hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, perforation, mental status changes, dysmenorrhoea, abscess, menstruation irregular, anaemia, dizziness, fatigue, gastrointestinal disorder, hormone level abnormal and diarrhoea outcome was unknown and the genital haemorrhage, post procedural haemorrhage, pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abscess, anaemia, device expulsion, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, menstruation irregular, mental status changes, pelvic pain, perforation, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well discrepancy noted in insertion date as (B)(6) 2009. Diagnostic results: essure confirmation test(s) conducted- total bilateral occlusion (B)(6) 2016 - hesteroscopy, laparoscopy: the hysteroscope was introduced and the following were noted: there were multiple endometrial polyps which were all removed with the help of polyp forceps and suction curettage. Re-hysteroscopy was done and the opening of the left tube was seen to be distended but could not see the essure in it. On the left side, essure was not seen and the orifice was extremely small which will be explained later on because the patient had the right ovary and tube removed. The left ovary was stuck to the posterior wall of the uterus. Majority of the essure was seen in the tube and the tube was kinked on itself but the essure was not protruding. The large bowel was attached in this area but it was very easy to lyse it. Looking at the right side, the essure was completely protruding out of the uterus. The reason is because the patient's right ovary and tube were removed and they put the essure where the tube was removed and it went through. Attached to that area was the ileum of the small bowel and it was kind of kinked so I think this could be a setting for a bowel obstruction. The bowel was irrigated multiple times and there was no evidence of any damage to the bowel. The patient tolerated the procedure well and was transferred to the recovery room in excellent condition. An ultrasound was suggestive of an endometrial polyp versus a fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/malposition of essure device/migration of essure device/p rotruding out of uterus'), perforation ('perforation of organs'), genital haemorrhage ('abnormal bleeding (general)') and post procedural haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp, ovarian cyst, umbilical hernia and adhesion. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as duloxetine hydrochloride (cymbalta) since 2014, norethisterone acetate (aygestin) since 2015, oral contraceptive nos and topiramate (topamax). In (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), mental status changes ("mental changes"), dysmenorrhoea ("painful periods/ dysmenorrhoea (cramping)"), pelvic pain ("pain in pelvic area/pain/excruciating pain in pelvic area"), abscess ("abscesses"), menstruation irregular ("irregular periods"), anaemia ("anemia"), dizziness ("dizziness") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d & c and polypectomy and surgery to remove essure implant on (B)(6) 2016/hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, perforation, mental status changes, dysmenorrhoea, abscess, menstruation irregular, anaemia, dizziness, fatigue, gastrointestinal disorder, hormone level abnormal and diarrhoea outcome was unknown and the genital haemorrhage, post procedural haemorrhage, pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abscess, anaemia, device expulsion, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, menstruation irregular, mental status changes, pelvic pain, perforation, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well discrepancy noted in insertion date as (B)(6) 2009. Diagnostic results: essure confirmation test(s) conducted- total bilateral occlusion (B)(6) 2016 - hesteroscopy, laparoscopy: the hysteroscope was introduced and the following were noted: there were multiple endometrial polyps which were all removed with the help of polyp forceps and suction curettage. Re-hysteroscopy was done and the opening of the left tube was seen to be distended but could not see the essure in it. On the left side, essure was not seen and the orifice was extremely small which will be explained later on because the patient had the right ovary and tube removed. The left ovary was stuck to the posterior wall of the uterus. Majority of the essure was seen in the tube and the tube was kinked on itself but the essure was not protruding. The large bowel was attached in this area but it was very easy to lyse it. Looking at the right side, the essure was completely protruding out of the uterus. The reason is because the patient's right ovary and tube were removed and they put the essure where the tube was removed and it went through. Attached to that area was the ileum of the small bowel and it was kind of kinked so I think this could be a setting for a bowel obstruction. The bowel was irrigated multiple times and there was no evidence of any damage to the bowel. The patient tolerated the procedure well and was transferred to the recovery room in excellent condition. An ultrasound was suggestive of an endometrial polyp versus a fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, device dislocation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-aug-2021: mr received. Reporter information added. Imdrf code synchronisation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), mental status changes ("mental changes"), dysmenorrhoea ("painful periods"), pelvic pain ("pain in pelvic area/pain"), abscess ("abscesses"), menstruation irregular ("irregular periods"), anaemia ("anemia") and dizziness ("dizziness"). The patient was treated with surgery (surgery to remove essure implant on (B)(6) 2016)). Essure was withdrawn. At the time of the report, the device dislocation, perforation, genital haemorrhage, mental status changes, dysmenorrhoea, pelvic pain, abscess, menstruation irregular, anaemia and dizziness outcome was unknown. The reporter considered device dislocation, perforation, genital haemorrhage, mental status changes, dysmenorrhoea, pelvic pain, abscess, menstruation irregular, anaemia and dizziness to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including migration of implant, perforation of organs and heavy bleeding. The plaintiff had surgery to remove the essure implant six years after insertion. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, the exact date and the mechanism of the events are not known. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and post procedural haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), mental status changes ("mental changes"), dysmenorrhoea ("painful periods"), pelvic pain ("pain in pelvic area/pain"), abscess ("abscesses"), menstruation irregular ("irregular periods"), anaemia ("anemia") and dizziness ("dizziness"). The patient was treated with surgery (surgery to remove essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, post procedural haemorrhage, mental status changes, dysmenorrhoea, pelvic pain, abscess, menstruation irregular, anaemia and dizziness outcome was unknown. The reporter considered abscess, anaemia, device dislocation, dizziness, dysmenorrhoea, menstruation irregular, mental status changes, pelvic pain, perforation and post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including migration of implant, perforation of organs and heavy bleeding. The plaintiff had surgery to remove the essure implant six years after insertion. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, the exact date and the mechanism of the events are not known. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.